Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. An event history log review (ehlr) was performed, and there was evidence of the reported system error 322 (link switch error low). During evaluation, a switch test was performed, and it was noted that the lower link switch was defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. To resolve this issue, the lower aux will be replaced. Should additional relevant information become available, a supplemental report will be submitted.